Event description:
I have been trying to get my philips dream machine replaced under the mandatory recall for months. I have noticed black spots and am having respiratory problems that I believe are related to the CPAP machine. These machines are under a recall but philips is doing nothing to replace them. I was diagnosed with an autoimmune disease this year and my CPAP machine is making my respiratory problems worse. I clean my machine regularly but the spots on the pictures keep reappearing from inside the machine. This CPAP has begun causing respiratory uses. FDA safety report ID# (B)(4).